Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl to 400 mg/dl due to infection. This morning the blood glucose was 56 mg/dl and current blood glucose was 122 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The customer also stated that, the insulin pump had unexpected restart alarm. Customer has not experienced multiple unexpected restart alarms after battery change. Customer advised to monitor the pump and call if issues recur. The device will not be returned for analysis.